Event description:
Account reports that the protective tip of the stylet fell off during examination of the stylet prior to use on the patient. No patient injury or involvement.

Manufacturer narrative:
The sample was examined under magnification. The sheath shows a witness line of glue at the base where the protector was located. The witness line is light, but is present in the same location as compared to known bonded assemblies. Sample bonded assemblies found in stock, and were pull tested, and showed values above minimum specification; however, after a review of the process, it was concluded that an inconsistent amount of glue applied during the manufacturing process was the most likely cause of the reported discrepancy. The operating instructions have been updated to add a check following final assembly to ensure glue was indeed applied to cover the entire area where the protector and sheath connect, by conducting a light hand pull to ensure a bond. In addition, the operating instructions have been revised to clarify dispense specifications with a new needle tip recommended by glue supplier that dispenses a higher quantity of glue as well. Qc inspection procedure been revised to include a hand pull to ensure cap is bonded. The assembly drawing has also been updated to more clearly define the assembly steps for better readability by the assembler. A 100% quality check that includes a 15 lb. Pull test along with a visual inspection for glue pattern and uniformity has been added.